Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump was losing power. The insulin pump had one bar and they switched the battery everyday. When they looked down again the insulin pump was off. Customer also reported with multiple insulin pump errors such as unexpected restart and external error. The blood glucose was 162 mg/dl at the time of the incident. Battery did not last more than 1 week. Customer advised to monitor the pump and call if problems recur. Customer was not wanting to do anymore troubleshoot. The insulin pump will not be returned for analysis.